Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), a posterior leaflet prolapse and flail for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. While remove the steerable guide catheter (sgc) and the mitraclip delivery system (cds), it was not possible to remove these devices from the stabilizer. The final mr was grade 1. After they were removed from the patient, troubleshooting was preformed unsuccessfully and they were unable to separate the sgc from the stabilizer. There were no adverse patient effects or clinically significant delays were reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), a posterior leaflet prolapse and flail for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. While remove the steerable guide catheter (sgc) and the mitraclip delivery system (cds), it was not possible to remove these devices from the stabilizer. The final mr was grade <1. After they were removed from the patient, troubleshooting was preformed unsuccessfully and they were unable to separate the sgc from the stabilizer. There were no adverse patient effects or clinically significant delays were reported.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficulty removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to remove the sgc guide attach from the stabilizer may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.